Event description:
It was reported that a flogard infusion pump was observed exhibiting an f-94 alarm code. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an alarm log review. The reported problem of an f-94 alarm was confirmed via the alarm log. The cause of the reported problem was identified as depleted main batteries. These batteries were replaced in order to resolve this condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.